Manufacturer narrative:
The reported event of failure to advance a stylet was not confirmed. As received, a complete lead was returned in one piece with stylet found inserted inside the lead and was able to be removed. A test stylet was able to be fully inserted inside the lead and removed without difficulties. Visual and x-ray inspections of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported during implant procedure on (B)(6) 2023 that the lead failed to allow the stylet to advance. The lead was successfully exchanged. The patient was stable and asymptomatic.